Manufacturer narrative:
Corrected data: odor/smell was not confirmed. A preventative maintenance was performed. Additional parts replaced included the vacuum pump oil, oil mist filter and the vacuum control valve. Method: materials and chemistry evaluation. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) is greater than an acceptable level and is being addressed through CAPA. The sra shows the risk for exposure to odor/smells to be "low." No parts were returned for analysis. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the catalytic decomp filter was replaced. Unit meets specifications and was returned to service.

Event description:
An international customer reported an event of an "odor/smell" emitting from the sterrad® 100nx sterilizer. There was no report of any human reaction. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.